Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12913, 2017865-2025-12917. It was reported that the pacemaker and right ventricular (rv) lead exhibited diaphragmatic stimulation, unspecified capture issue and high pacing impedance and left ventricular (lv) lead exhibited diaphragmatic stimulation and unspecified capture issue which resulted in discomfort.the pacemaker was explanted and replaced. No intervention was performed for lv lead and rv lead. Patient status was not reported.